Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The leak was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the target lesion was located in the anterior tibial artery with mild calcification, no tortuosity and 100% stenosis. A non-abbott guide wire crossed and a 2.0 x 120 mm armada 14 balloon was used to dilate the lesion. Then a 2.5 x 120 x 90 mm armada 14 balloon was inflated at 8 to 10 atmospheres (atm) for two inflations for twenty seconds; however, the pressure on the inflation device decreased. An attempt was made to inflate again, but the same phenomenon occurred. As the lesion was sufficiently dilated by the armada balloon, the procedure was completed. No resistance was noted during advancement or retraction of the armada balloon. The balloon was inflated outside the anatomy to check for balloon rupture, but a rupture was not noted. However, a leak was noted at the distal end of the hub. The hub was not noted to be damaged. There was no reported adverse patient event. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: cruise ((B)(4)), inflation: encore ((B)(4)). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.